Event description:
It was reported that they were receiving very small fragmented samples during the mr breast biopsy case. The case was finished using the probe.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.